Manufacturer narrative:
(B)(4). Evaluation: one marked swg was returned for evaluation. The customer did not report which catheter was being inserted and no catheter was returned for evaluation. The swg sample was visually examined and measured. Multiple kinks and bends were observed throughout the distal end of the swg but no offset coils or sire separations were found. A manual tug test on each end of the wire confirmed that there were no separations. Under magnification, the end welds were full and intact and no defects were observed. The od of the swg was measured and did not meet specifications. The device history records for the swg in the reported kit were reviewed with no findings relevant to this complaint. The reported complaint of swg/catheter resistance during insertion could not be confirmed since the catheter was not returned for evaluation. However, the complaint that the swg was kinked was confirmed through visual inspection of the returned swg. The swg sample was kinked in multiple locations, indicating that it met resistance during use. The returned swg sample did not match the specified swg that belongs int eh reported kit. Therefore, without the catheter sample for testing and once the returned swg is of an unk origin, the potential cause of this issue could not be determined.

Event description:
It was reported that in pulmonary medicine, the swg kinked when attempting to place the catheter over it into the pt's internal jugular vein. As a result, both were removed and a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence. The user noted that the IFU was followed completely.